Event description:
Customer reported unexpected negative results when testing a donor sample with capture-r ready screen pooled (crrs pooled) on the galileo. The donor sample contained a known anti-d.

Manufacturer narrative:
Tested donor sample on the galileo. Agglutination values vary between tests. The event appears to be related to the nature of the sample.